Event description:
It was reported that after an interventional procedure through a 6f sheath size, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, after suture deployment, bleeding continued. Leaving the suture in the vessel, manual arterial compression was applied for fifteen minutes to achieve hemostasis. The operator was reported to be in-training in the use of the proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not the result of a potential product related deficiency, a sampling of finished devices is tested to verify functionality of the device. The reported failure to achieve hemostasis may be due to a number of factors including, but not limited to user technique, operational context, anatomical condition, or a manufacturing anomaly. As for other factors, the information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.